Manufacturer narrative:
Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. Two severed commander balloon assemblies were returned separated from their delivery systems. No delivery systems were returned. Visual inspection was performed and no abnormalities were noted on the returned balloons and distal tip. Both balloon assemblies seemed to be cut at crimp balloon location. The imagery of patient's anatomy provided showed patient vessels has some degree of tortuosity and calcification. Due to the nature of the returned device, no functional and dimensional testing were able to be performed. During manufacturing, all inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. The balloon was visually inspected for any defects. The flex shaft was 100% visually inspected for physical damage (kink, crack, gouge, puncture), raised edges/material, or exposed metal on stent section. During final inspection, 100% distal to proximal visual inspection was performed by both manufacturing and quality. All pv testing passed specification. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaints. A device history record (DHR) and a lot history review were unable to be performed as no work order was provided. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The following instructions for use (IFU) were reviewed: IFU for commander delivery system, device preparation manual, and procedural training manual. A review of IFU/training materials revealed no deficiencies. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for valve alignment difficulty and valve dislodged off balloon were unable to be confirmed. Per report, ''the valve was off the balloon during fine adjustment and was deployed in the descending aorta. Per report, the physician advanced the valve too much, the valve didn't move it was fine tuned too much. The valve on the nose cone.'' Per IFU training material, ''in a straight section of the vasculature, initiate valve alignment by disengaging the balloon lock and pulling the balloon catheter straight back until part of the warning marker is visible. Do not pull past the warning marker''. As such it is possible that during valve alignment fine adjustment of the valve onto the inflation balloon, fine adjust wheel was rotated too much causing the valve to be too distal on the inflation balloon leading to the none target deployment of the valve. While a definitive root cause is unable to be determined, available information suggests that procedural factors (over rotation of fine adjust) may have contributed to the complaint events. In this case, the cause of the valve malposition cannot be confirmed, however, may be related to procedural factors (over rotation of fine adjustment). Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation and a corrective/preventative actions (CAPA) are not required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve, the valve was off the balloon during fine adjustment and was deployed in the descending aorta. A second valve was implanted successfully in the annulus. The patient is stable post procedure.